Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03185. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heart mate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 65 days. Manufacturer's investigation conclusion: the report of a damaged driveline can be confirmed based on the evaluation of the returned modular cable. Examination of the modular cable revealed completely fractured polyurethane sleeve, kevlar shielding, bionate, and 6 underlying wires approximately 5¿ from the controller connector. The fracture of all of the wires would have caused the pump to stop, as reported. The heartmate iii lvas IFU explains how to replace the modular cable. Section 5-32 notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6-6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7-37 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was assessed at an outpatient facility, and the modular cable had been severed with a razor blade. The patient described having a history of bad dreams, and the patient stated that confusion during a bad dream state on (B)(6) 2017 led to the cutting of the modular cable by the patient. The patient denied suicidal ideation. When assessed, the pump was off, and heparin was initiated. The patient complained of dizziness with the pump off. The patient was transported to the vad implant center for evaluation and possible intervention. Inotropes were initiated and heparin dose of 5000 units was given to the patient twice, prior to replacement of the modular cable and restart of the pump. The pump was ultimately restarted after the modular cable was replaced. No further information provided.